Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation, the cable connecting ECG a & b to the front therapy electrode was cut off from the front therapy electrode. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.